Event description:
Customer reported an over infusion of dilaudid. Stated the intended programming was pca continuous 0.2 mg every 15 minutes and a max dose was never programmed. The user programmed the infusion for pca continuous 2 mg instead of the intended 0.2 mg because of the location of the flashing cursor on the pcu display. The device was programmed initially for 0.1 mg and the user intended to change the dose to 0.2 mg but because the cursor under the 1 was flashing, the user entered a 2 mg dose. The infusion ran for 12 hours before the issue was identified. Stated the pt was found lethargic, the physician was notified and naloxone was administered. The pt responded quickly to the naloxone and was alert within 20 minutes. No long term pt harm reported. The facility performed a root cause analysis and identified the cause of the over infusion was user misprogramming. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The devices were not sequestered and the event logs were not downloaded. No failure investigation is able to be done.